Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen was locked for several hours only when sensor was updating. Customer reported that insulin pump received no delivery alarm and battery life was last less than one week and also back light was dimmed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No frozen screen noted. Adjusted backlight settings and each setting functioned properly. No back light anomalies noted. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).